Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, product type: catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient with an implantable infusion pump. It was reported that the rep was in the middle of a catheter revision and requested assistance in programming the catheter info of the revised catheter into the programmer. Rep stated he did not have time to answer any other questions and had to return to the case. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.